Event description:
Reporter alleged the lot number and expiration date have been rubbed off the test strip vial that is used with the blood glicose monitoring system. Reporter did not provide further information on the alleged report. Reporter did indicate no treatment or actions were taken on the alleged event. A request was made for the return of the suspect product and replacement product was sent.